Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 401 mg/dl. The customer was treated with injection. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did exit. Customer is unable to remove the set at this time to exam the cannula. The customer was advised there be a possible site related issue, possibly due to a bent cannula or site/set occlusion. The customer was advised to change entire infusion set.